Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient did not undergo further medical treatment. The recipient's activation reportedly went well. This is the final report.

Event description:
The recipient reportedly experienced a gusher during implant surgery due to the recipient's anatomy.